Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets, and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that during an interrogation this pacemaker was found to be in safety mode and there was nine months remaining for device longevity. The device displayed error codes 0xa. Additionally, it was noted there was observations of noise on the non-boston scientific right ventricular (rv) lead. The patient did experience dizziness with a five second pause on telemetry. Subsequently, the system was explanted and replaced successfully. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during an interrogation this pacemaker was found to be in safety mode and there was nine months remaining for device longevity. The device displayed error codes 0xa. Additionally, it was noted there was observations of noise on the non-boston scientific right ventricular (rv) lead. The patient did experience dizziness with a five second pause on telemetry. Subsequently, the system was explanted and replaced successfully. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.